Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 40mg/dl with no reported symptoms associated with inadvertent infusion. During troubleshooting with customer technical support (cts), it was revealed the patient was attached to the pump during the prime step. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hypoglycemia as a result of use error.